Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invading the device during user handling. It caused abnormality in electronic components and the suggested event temporarily occurred. The event can be detected by following the instructions for use (IFU) section: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Leakage testing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera bronchovideoscope relayed no image. This issue occurred during reprocessing. The diagnostic bronchial exam was completed using the same scope. There were no adverse effects to patient.

Manufacturer narrative:
The device was returned for evaluation. The reported issue could not be confirmed during testing. In addition, the following non-reportable malfunctions were identified during inspection: the device's insertion section was not water tight due to a pinhole; switch buttons 1 and 2 were non-functional due to corrosive damage.; image guide was discolored and the connecting tube was scratched; ig protector has discoloration; and vertical stripes on the image during hot and cold water test; the investigation is ongoing. A supplemental report will be submitted upon completion of investigation.